Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected in the undereye with juvéderm® volbella¿ xc needle only. The injector was out of town, and the patient went to an urgent care/ER facility for treatment of inflamed area of the left cheek which they treated as an infection. The patient ended up reaching out to another injector relatively close to the area for guidance.